Manufacturer narrative:
Additional information section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: jan 2, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection was performed on the suspect product. The plunger rod was found fully advanced with viscoelastic residue observed distributed through the length of the cartridge. A stress mark was on the cartridge tip and extended to the cartridge: however; the stress mark was in specification for a used device. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly and plunger rod advancement were inspected and presented with no issues. The lens was received coated in viscoelastic residue. The lens was cleaned and was observed with cosmetic issues and damage on the optic body. No further evaluation was performed. The complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section e1 - telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge scratched the preloaded monofocal intraocular lens (iol) during insertion. A backup lens was used for the procedure. No additional information was received.